Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test, and no defects or deficiencies were found that would contribute to a communication error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 19 mmol/l (342 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the leg. The patient was able to activate a new pod.